Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was between 60s-70s(mg/dl). Customer alleged that the pump was delivering too much insulin. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, customer maintained that there was an issue with the pump. Reportedly the customer had an alternate pump for insulin therapy.